Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient expired due to cardiogenic shock, sepsis, bacteremia, acute right ventricle failure, acute on chronic heart failure with reduced ejection fraction (hfref), and multiorgan failure. The account noted that no driveline infection was noted. The patient's death from multiorgan failure and resultant cardiogenic shock, sepsis, and acute right ventricle failure was considered to be progression of the patient's underlying disease process. The patient¿s outcome was not considered to be device or therapy related. The device reportedly operated as expected. It was reported that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including right heart failure), sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to cardiogenic shock, sepsis, bacteremia, acute right ventricle failure, acute on chronic heart failure with reduced ejection fraction (hfref), and multiorgan failure. No driveline infection was noted. It was reported the outcome was not device or therapy related. The device was not explanted and would not be returned for evaluation. The patient's death from multiorgan failure and resultant cardiogenic shock, sepsis and acute right ventricle failure was considered to be progression of the patient's underlying disease process.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.